Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris. Catheters, which contact internal body structures, can become kinked or blocked at their tips (e.g., placement of the ventricular catheter tip in the choroid plexus, or of a distal catheter tip into the greater omentum or loops of the bowel)¿. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a peritoneal catheter approximately seven to eight years ago. According to the report, the patient fell ill and was found to have poor csf flow. Reportedly, a laparotomy was performed to confirm drainage of the csf and it was found that the distal slit of the catheter had adhered to the mesenteric artery. It was reported that since adhesiolysis was impossible, the catheter was cut off about 4 cm at the remaining distal edge. Reportedly, a replacement catheter was added to the remaining portion of the implanted catheter and was placed in the patient's body and sutured down. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.